Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that for the last three or four weeks the patient¿s stimulation would occasionally speed up and then would feel like it shuts off, it stops, and then comes right back on. It was noted this mostly happened when she would get up and move around. The patient had adaptive stim enabled. The patient was scheduled for an appointment with her healthcare provider (hcp) on (B)(6) 2014. It was unknown at the time of the report if there was a 50% or greater symptom reduction. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.